Event description:
Information was received indicating a cadd extension set filter was leaking. It was reported the medication was veletri.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received investigation inside of a plastic bag without the original packaging. During the visual inspection the sample received did not present with any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing a leak from the filter air outlet was found; thus, the failure mode was confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cautions, medication with surfactants as part of its composition may lead to leakage from the air vent. A corrective and preventative action was opened to address the reported issue.